Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited no serial digital interface signal, and the image was flickering. The issue occurred during reprocessing. There were no reports of delay or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation the customer complaint was not reproduce, therefore the root cause, neither the cause of occurrence could be determined. Olympus will continue to monitor field performance for this device.